Event description:
Spin collar of a medex stopcock accidently detached from a clc2000 causing a separation of the two devices with disconnection of the IV. The IV line was attached to the stopcock and the stopcock was luer locked onto the clc2000. The clc2000 male adapter was attached to a hickman catheter hub. When the stopcock detached from the clc2000, the nurse noted that the clc2000 poppet was in normal, unactivated position with the fluid path protected and sterile barrier maintained. The child developed a central venous catheter infection several days later which a doctor speculated may have resulted from the disconnection. The pt has a history of cvc line sepsis episodes. No adverse results and the pt is now reported to be "fine."